Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. The reported symptom was not duplicated during evaluation testing. Based on the information and investigation provided to abbott, the reported event can be confirmed based on logs review and the root cause was isolated to software design. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A corrective action was implemented to address this software design issue.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, output issues resulted in the cancellation of the procedure. After starting ablation, an error message was displayed and it was noted that ablation was not possible. Troubleshooting included restarting the system, replacing the catheter, and replacing the neutral patches, but ablation was still not possible. It was suspected that the ampere generator was causing the issue. The procedure was cancelled with no adverse consequences to the patient.